Event description:
A (B)(6) female pt contacted zoll customer support to report that one of the pins in her electrode belt connector broke. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon eval pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt rec'd a replacement electrode belt.